Event description:
A presentation of the noteworthy radiographic observations of patients treated with synthes nflex implants reported that there was a suspected unknown quantity of screw loosening for patient ID (B)(6) at the l3 location. The 3 month post op x-ray image shows that l3 is stabilized and motion at l3-l4 level is observed. There is significant toggle of the l3 screws from flexion to extension with evidence of periprosthetic lucency. There is noteworthy motion the l2-3 adjacent level suggesting significant motion demands in the upper lumbar spine. This MDR is one of two for this complaint. Both reports are for an unk screw. No further information was provided.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.